Manufacturer narrative:
Concomitant medical products: product ID: 7436, serial#: (B)(4), product type: programmer, patient. Product ID: 3 389s-28, lot# v171460, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-28, lot# v171460, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a66, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a66, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a66, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient would be getting a replacement device in a couple of months with a rechargeable device. It was noted that the patient¿s battery was running low. It was noted that the patient had to wait more than 2 months for surgery and wanted to know if the implantable neurostimulator that the patient currently had could get a ¿boost for a couple of weeks¿ until the patient can get a replacement. Additional information received reported that the left side therapy values was 2.6 volts, 90 microsecond pulse width, 180 hertz frequency and a therapy impedance of 565 ohms. It was noted that the right side was at 2.4 volts, 60 microsecond pulse width, 180 hertz frequency and a therapy impedance of 58 ohms. It was noted that a longevity calculation showed 24 months from the beginning-of-life to end-of-life. It was noted that the patient felt as though some of their symptoms had returned since about two months ago. It was noted that the implantable neurostimulator (ins) was in the patient¿s below and they had a long extension. It was noted that the patient did not report any falls or accidents prior to the symptoms returning.